Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. No indication that a broader investigation or corrective action from the new information received with this individual complaint was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  Patient code: no code available (3191) used to capture medical device removal. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient underwent a left knee revision due to tibial tray loosening at the cement to implant interface. The surgeon noted a small defect in the medial tibial plateau after cutting the cement off the tibia, which measured approximately 3 mm deep. The defect was treated with a screw and cement technique. Two depuy cement products were used during the primary operation. Doi: (B)(6) 2014. Dor: (B)(6) 2017, left knee.

Manufacturer narrative:
Product complaint #: (B)(4). No device associated with this report was received for examination. No indication that a broader investigation or corrective action from the new information received with this individual complaint was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.